Event description:
The first procedure of anterior cervical diskectomy fusion was performed in 2006. A size 8mm connect tissue was implanted. The patient was admitted to the hospital 9 days later for severe arm pain and a revision surgery was performed on the patient to remove an alleged collapsed implant (the surgeon indicates it measured at 5 mm). The surgeon did a larger decompression around the neural foramen to eliminate the patient's complaint. A new connect graft was used to replace the original. The pt is said to have recovered. The original tissue (alleged collapsed) was discarded. The complaint cannot be confirmed.

Manufacturer narrative:
The actual event was reported to the manufacturer on 11/16/2006 that a revision surgery was required. Details of the event were provided on 12/05/2006 by parties involved.